Event description:
It was reported that the ICD and lead were explanted and replaced due to noise.

Manufacturer narrative:
The field experience of noise was verified via review of stored egms. Noise in the egms appeared consistent with that caused by a damaged lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lead dislodged again and was explanted.